Manufacturer narrative:
On 10/23/2023, an event was reported in which a patient had acs® knee components implanted. During surgery, a drill pin broke while drilling through a tibial resection block. The surgeon changed the instrument to a fixation pin. The operation could be continued without delay. There were no negative effects on the patient. The drill in question was not available for visual inspection, dimensional and functional testing. The manufacturing documents and material certificates could not be checked as the lot of the drill is unknown. The review of the surgical technique, instructions for use and instructions for processing of surgical instruments were checked. No errors or incompleteness were found. The drill used is filigree at 3.2 mm. It is guided through the tibial resection block during drilling. For unknown reasons, the drill bit may have become jammed and then probably broke during further pushing. A technical cause for the fracture cannot be determined based on the information.

Event description:
On 10/23/2023, an event was reported in which a patient had acs® knee components implanted. During surgery, a drill pin broke while drilling through a tibial resection block. The surgeon changed the instrument to a fixation pin. The operation could be continued without delay. There were no negative effects on the patient.